Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate due to atrial tachycardia. Four atp bursts and four shocks were delivered that did not resolve the patient's rhythm. Programming was recommended. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.